Manufacturer narrative:
The 26mm commander delivery system was returned at packaging position, unlocked, without flex and used of fine adjust function. The returned device was evaluated, and the following was observed: both distal tip and balloon spring were separated and were not returned for evaluation. Adhesive present at distal portion of the guidewire lumen. Dimensional analysis was performed and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The complaints for balloon burst, distal tip separated and withdrawal difficulty were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training including patient screening, inflation/deflation techniques, and device removal users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, ''the commander delivery system balloon ruptured during valve deployment''. Also, per notes ''physician thinks it was caused from the calcium along the atrial wall of the heart''. Imaging evaluation confirmed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that the patient factors (calcification) likely contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter mitral valve replacement (tmvr) with a 26 mm sapien 3 ultra valve in a previously implanted surgical valve, the commander delivery system balloon ruptured during valve deployment. There was some difficulty withdrawing the delivery system. The devices were removed as a unit. Upon removal, the tip of the delivery system was noted to be broken off. Attempts were made successfully to snare and retrieve the nose cone out of the patient. The patient is stable post procedure.